Event description:
It was reported that the clinical study experienced an adverse event of suspected m. Meniere attack which was moderate in severity and was admitted to the hospital. The event resolved and the patient was discharged. The physician assessed that the event was unlikely related to the stimulation and was not related to the device or the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(4). Batch: 7071098.

Manufacturer narrative:
Correction to field h6: patient codes.

Event description:
It was reported that the clinical study experienced an adverse event of suspected m. Meniere attack which was moderate in severity and was admitted to the hospital. No action was taken. The event resolved and the patient was discharged. The physician assessed that the event was unlikely related to the stimulation and was not related to the device or the procedure.